Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us. In this MDR, bd corporate headquarters in (B)(4) has been listed in this report as the OEM manufacturing site. Results: investigation conclusion: based on the investigation result of the complaint case, fm in syringe barrel, we suppose that when the syringe needle penetrates into IV bag's rubber packing, the rubber packing may be damaged and torn out by the needle. It may be the root cause of the complaint case. Our actions to prevent the recurrence of the case are as follows. We had quality training on this customer complaint for injection molding line workers. We keep monitoring of the complaint case to see if the same case occurs again. Root cause description: we analyzed them to investigate the fm between the gasket and barrel of each complaint syringe sample. We found fm and took it out from the barrel. As we checked it with visual inspection, it looked like a rubber piece. We conducted fm analysis with ir instrument for further investigation. Based on the ir analysis result on the fm, the peak value showed that it conformed to IV bag¿s rubber packing. It means that the fm is the same material as of the IV bag's rubber packing. As we checked the same lot(lot no. 1705132) house samples as of the complaint sample visually, there was no defect in the house samples. Root cause: we suppose that when the syringe needle penetrates into IV bag's rubber packing, the rubber packing may be damaged and torn out by the needle. It may cause the root cause of the complaint case.

Event description:
This complaint is MDR reportable. It was reported that foreign matter was found in a 50 ml bd¿ syringe with 18g needle prior to use. There was no report of injury or medical intervention.